Event description:
Customer reported catheter leaked cooling fluid (h2o) during start up. Upon further investigation on 2/2/00, it was determined that fluid was coming out of the pt and that upon removal of the catheter a visual leak was discovered. Catheter was replaced and trans urethral microwave thermotherapy completed without further incident. This event is being reported because a similar event could result in a serious injury.